Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the deterioration in patient condition during use of the second device. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was implanted reducing mr to grade 2 without issue. After the second clip grasped the leaflets, the patient condition deteriorated with a drop in blood pressure and the ejection fraction (ef) worsened. The second clip was repositioned, but there was no improvement in the condition. The doctors decided not to implant the second clip and removed the undeployed clip delivery system. After the clip's grasp on the leaflets was released the condition and ef improved. Catecholamine medications were given. The physician suspects the second clip may have caused the deterioration, but there were no device malfunctions and there was no leaflet injury. The second clip closed the flap too well and the patient was unable to cope with this. There was no mitral valve stenosis. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of hypotension as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hypotension was caused due to procedural conditions; when the second clip closed the leaflet too well, the patient experienced a drop in blood pressure. There is no indication of a product quality issue with respect to manufacture, design or labeling.